Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer extend (vse) instrument fell apart. All instrument fragments were retrieved during the same procedure. There was no reported injury. Intuitive surgical, inc. (Isi) received FDA medwatch report with uf/importer report (B)(4) stating: the vessel sealer "fell apart" during the procedure and all parts were recovered. The doctor noted there was no harm to patient. Isi followed up with the initial reporter and also obtained the following information: the correct event date was 27-nov-2023 for the da vinci-assisted sigmoid colectomy procedure. The procedure was completed robotically as planned. There was a delay of roughly 10 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No additional surgical procedure was required to remove the fragment. There were post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications.